Event description:
It is reported that after cementing the femur and attempting to insert the femoral stem, stem appeared to stop three-fourths into the femur. Stem was removed and as much cement as possible was removed, as cement had hardened. Three days later, the patient was revised to remove the remaining cement and implant a new femoral stem.

Manufacturer narrative:
This bone cement is mfg at heraeus-kulzer and distributed through zimmer orthopaedic surgical products. H3: evaluation - cause cannot be definitively determined. H6: evaluation: retention sample of the respective batch was tested and found to be within the range of specification. No discrepancies were identified. Manufacturing protocol for the respective batch has also been inspected and no inadequacies were observed.